Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) procedure, using a preclose technique, three of the four perclose proglide devices used were successfully deployed in the common femoral artery using a 6f sheath. Reportedly, after the first two proglides were successfully deployed, during the deployment of the third device, a cuff miss occurred. The device was removed and during the process of deploying the fourth proglide, it was noted that the expiration date for all four of the devices was past due with a date of (B)(6) 2011. The physician chose to use the fourth proglide and the sutures were successfully deployed. The sheath was upgraded to a 9f and then to a 17f. After the aaa procedure, the sutures from the three proglides successfully achieved hemostasis. There was no adverse patient sequela. The physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The three additional perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Using the device after the expiration period can be influenced by, but is not limited to, manufacturing and/or user technique. Review of the device lot history record did not indicate a manufacturing influence on the reported experience. The device is clearly labeled with the expiration date and can be seen during the removal of the device during device preparation. The date was not noticed until the use of a third device. The user, trained in the use of the proglide device, chose to continue with closure procedure using the expired device. The evaluation concluded there was no manufacturing influence on the reported experience and there was user influence on the reported experience, as the user knowingly used an expired device. Therefore, the cause of this event was user error. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a lot specific quality deficiency.